Event description:
It was reported that following two emergency cardiac bypass surgeries the stimulator was turned on and the patient experienced shaking all over.

Manufacturer narrative:
Stimulator model 37711, (B)(4), implanted: 2008-(B)(6) explanted: unknown, recharger model 37752, (B)(4), recharger model 37752, (B)(4), programmer model 37743, (B)(4), programmer model 37742, (B)(4), accessory kit model 3550-29, (B)(4), implanted: 2008-(B)(6) explanted: unknown, lead model 39565-30, (B)(4), implanted: 2009-(B)(6) explanted: unknown, lead model 3587a, (B)(4), implanted: 2008-(B)(6) explanted: unknown, extension model 3708160, (B)(4), implanted: 2009-(B)(6) explanted: unknown, extension model 3708160, (B)(4), implanted: 2009-(B)(6) explanted: unknown, extension model 3708340, (B)(4), implanted: 2008-(B)(6) explanted: unknown.